Manufacturer narrative:
Visual inspection: the shaft of the draw rod is confirmed to be fractured off of the knob. Device history records were reviewed, no relevant manufacturing issues were identified. Manufacturing records revealed that the device was manufactured in 2006. Complaint history records were reviewed, three similar complaints were identified. Trending was performed in 2014, the occurrence of this issue across all vlift expander lots is significantly below the predicted threshold. No further trending was deemed necessary due to the age of the device. From general instruments IFU: for instruments designed for re-use: ¿ the life of the instrument depends on the number of times they are used as well as the precautions taken in handling, cleaning and storage. Great care must be taken of the instruments to ensure that they remain in good working order. ¿ instruments should be examined for wear or damage by doctors and staff in operating centers prior to surgery. Most likely cause of reported event is normal wear due to age.

Event description:
It was reported that a vlift expander fractured intra-operatively. Surgery was successfully completed without surgical delay. There were no adverse consequences or medical intervention.

Event description:
It was reported that a vlift expander fractured intra-operatively. Surgery was successfully completed without surgical delay. There were no adverse consequences or medical intervention.